Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2023 and developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2023 using the cooladvantage+ coolcore applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2023 by a medical professional.

Manufacturer narrative:
Correction: b5, b4 (submission date), and g3 [correction to become aware date / g.3 of previous 3007215625-2023-01719-03: 3/7/2024].

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2023 using the cooladvantage+ applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2023 by a medical professional.

Manufacturer narrative:
Correction: a2, b3 [correction to become aware date / g.3 of previous 3007215625-2023-01719-02: 3/6/2024.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment on (B)(6) 2023 and developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2023 using the cooladvantage+ applicator and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2023 by a medical professional.

Manufacturer narrative:
Additional information: a2, a3, a4, a6, b5 (area of concern, applicator and date of diagnosis), d1, d4 (catalog #, serial #, UDI), h4.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 3. Aware date should have been listed as 5/3/2024. Clarification to b3 partial date of event: "1 month" post treatment was provided.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen on (B)(6) 2023 using the cooladvantage+ coolcore applicator and developed paradoxical hyperplasia (ph) after treatment.